Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that when the system was turned the monitor was disconnected. Reseating the cable resolved the issue. Representative suspect loose cable to video splitter. A system checkout was passed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during functional endoscopic sinus surgery (fess) the monitor of the navigation system went black. Rebooting the system did not resolve the issue. Site continued the procedure with staff cart monitor.the procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.